Event description:
It was reported that the patients right ventricular (rv) lead was oversensing noise due to potential electromagnetic interference (emi). High impedance and intermittent capture at max output were also noted on the rv lead. The patient received inappropriate therapy and some long pauses were noted. A lead fracture is suspected. Reprogramming was completed to disable tachy therapies until a surgical intervention could be completed. The lead has been capped and is no longer in use. The physician and patient elected to downgraded to a implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d224trk, bi-v ICD; implant: (B)(6) 2013. (B)(4).